Event description:
The customer reported that he missed an anti-c of a proficiency test with biotestcell pool. The customer did return the proficiency survey sample that had caused the false negative test result and a different lot of biotestcell pool. At the time the customer filed his complaint the affected product was already expired. Upon arrival at bio-rad medical diagnostics the customer's returned different lot of biotestcell pool had also already been expired for some days. But our quality control laboratory retested the proficiency sample with the provided biotestcell pool and yielded a +/- reaction. The provided biotestcell pool was also tested with different weak positive controls and samples. All positive and negative reactions were correct. We did not observe any false negative reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.